Event description:
The customer reported the ventilator alarmed and the safety valve opened (svo) due to an occlusion . When an occlusion is detected during normal ventilation, the esprit will open the safety valve. Safety valve is a component utilized during safety valve open (svo), an emergency mode of ventilation that allows the patient to breathe through the system. The device was in use on a patient and the customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported occlusion event. The service technician confirmed a diagnostic code in the ventilator log history that indicated the ventilator had alarmed svo due to an occlusion. The service technician tested the ventilator, and reported the exhalation pressure was out of specification. The service technician replaced the sensor board to correct the finding. Performance verification testing was completed and the ventilator passed all tests to operating specifications.